Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated and it was found to have triggered elective replacement indicator (eri) prematurely. The next day, the patient was scheduled for a generator change. The device was interrogated and was not found to be at eri voltage and was functioning within normal limits. It appeared that the device experienced a false trigger of eri. The generator change was cancelled and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.